Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft broke into two pieces. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 38mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination of the hypotube shaft identified a break 22.7cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the middle of the shaft broke into two pieces. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.